Manufacturer narrative:
Notification z-0005-2017. (B)(4). Manufacturer received date 06/07/2016. It was reported events of power switching and critical battery alarms. One controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported events were confirmed via review of the controller log files, which revealed multiple critical battery alarms. Two critical battery alarms involving (B)(4) were noted. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. In addition, log files also revealed several premature power switching events involving the same battery ((B)(4)). The most likely root cause of both reported events can be attributed to a communication error between the controller and battery. The manufacturer has opened an internal investigation, investigating communication errors. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing.  Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. Additionally, the  power port 2 was found with the o ring gasket displaced although the locknut was tight inside. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer is investigating loose connectors with the supplier. This is an additional observation not related to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In the absence of power switching,the function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Bat321737 - battery / catalog number 1650 / expiration date 30jun2017 UDI #: unknown. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient's caregiver that the patient was experiencing events of power switching between fully charged batteries and critical battery alarms. This has been a continuous issue despite multiple controller changes and battery replacements. The patient has a modified back pack used to carry his primary equipment which may be causing some of the problems. The site tried a shoulder pack but due to his very small size the magnet flaps cause his automatic implantable cardioverter-defibrillator (aicd) to alarm a warning alarm when he uses it. The bag was adjusted to help prevent connections to be stressed. No adverse events occurred to the patient. The controller and battery were exchanged with no reported consequence or impact to the patient. Preliminary device analysis confirmed the reported event via review of the log files. The controller switched power sources before the batteries connected on its ports reached twenty-five percent (25%) of battery capacity. These potential premature switching events could relate with the patient use pattern or due to communication error between controller and battery. Two critical battery alarms were logged. Additionally, the controller port one (1) was loose from the controller housing with the o-ring gasket displaced and the connector's locknut tight inside. The controller port two (2) was tight from the controller housing with the o-ring gasket displaced. Preliminary analysis of the battery shows that battery bat321737 was involved in instances of communication failures between batteries and host controller per the log file review.